Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number 1627487-2024-07420 1627487-2024-07421. It was reported that the patient underwent a full system replacement due to high impedances on both leads and a depleted ipg. No complications therapy was restored.